Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced signal loss between a dexcom g7 sensor and the ilet, with glucose readings visible on the dexcom mobile app but not on the ilet, after the user toggled device settings between g7 and g6 and restarted the ilet; the user reentered the sensor code and was advised that reconnection would require a warmup period, and the device problem was characterized as information insufficient with the affected component unspecified. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to isolate a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.